Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. The following batteries were reported however it is currently unknown which of these batteries were involved in the event. (B)(4). This is report one of three reports (3007042319-2015-04181,04182,04183) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient power sources are switching from one port to the other earlier than expected. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and several occurrences of premature power switching prior to the 25% threshold for battery serials (B)(4). These premature switching events and critical battery alarms were most likely caused by a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of three reports (3007042319-2015-04181,04182,04183) submitted for devices related to the same event.